Manufacturer narrative:
Batch review performed on 13-may-2022: lot 147654: (B)(4) items manufactured and released on 04-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported during the period of review.

Event description:
Revision surgery performed due to stem loosening, 6 years and 11 months after the primary surgery.